Event description:
The manufacturer received information alleging the patient has eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness and/or headache, hypersensitivity, nausea / vomiting, inflammatory response, kidney disease/toxicity, liver disease/toxicity, lung disease, reduced cardiopulmonary reserve and death. There is no allegation the ventilator malfunctioned or failed to deliver therapy as designed. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.